Manufacturer narrative:
Device evaluation: the attachment device was received for evaluation. The attachment device was tested and it was observed during functional evaluation that the drive shaft was bent. Evidence suggests this was due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
A perforator device was received for repair from the USA without information regarding any malfunctions occurring. No patient harm, adverse outcome or injury was alleged. The exact event date was unknown. All available information has been disclosed. A follow up call has been made to contact the reporter of the complaint to obtain additional information concerning the device; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been received for evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).